Event description:
The (B)(4) study indicated that patient with ID (B)(6) was admitted with a non ruptured saccular aneurysm of the anterior communicating artery (sac height 4 mm, sac width 5.9 and neck 2.7mm), and during the index procedure the first intent was to implant a 22mm enterprise stent (enc452212/10023620) at the desired site, with the proximal part in the a1 segment of the right anterior cerebral artery and the distal part of the stent in the a2 segment of the same right anterior cerebral artery. The micro catheter (prowler plus - lot 153 10 025_codman) was placed in the right pericallosal artery to deploy the stent. However, during the rise of the stent into the microcatheter, the wire was push too far beyond the marker, leading to the stent deployment without control. The stent was entirely deployed in the right prefrontal artery, and has migrated in the distal part of the prefrontal artery. The distal wire of the stent has perforated the artery, conducing to a sub-arachnoid hemorrhage. To stop the sah, it was decided immediately closed the right prefrontal artery with glue (gluban). This procedure was performed successfully and permitted to continue the initial aneurysm treatment procedure. Two additional enterprise stents (14mm (batch number 10027905) - 22mm (batch number 10023620)) were deployed at the desired site to cover the aneurysm located at a bifurcation. Microcatheter was placed throughout the stents, and coils (target) were placed through the stent. No balloon was used. The procedure was stopped because of treatment was achieved, and the final angiographic result indicated that there was a complete occlusion of the aneurysm. At the wake up, the patient mrs was 3, with left superior limb deficit. This deficit was regressive in the following day, and the patient was discharged 5 days post procedure without symptoms (mrs at the discharge was 0). The investigator conclusion of the event was related to the device and to the procedure.

Manufacturer narrative:
The medication given consisted of aspirin and plavix pre-per-post procedure, and heparin was per-procedure. The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 0. After the event, the same microcatheter was used with the next enterprise system, and there were no complaints against the microcatheter or stent placed to cover the aneurysm neck. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use, and there were no kinks in the mc that may have contributed to the event. No resistance occurred when the coils were inserted in the microcatheter. One month patient follow-up was performed in (B)(6) 2012 with a mrs of 0. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that there was inaccurate placement of an enterprise vrd ((B)(4)) and perforation of the artery by the distal stent delivery wire causing a sub-arachnoid hemorrhage (sah). Treatment included glue embolization of the perforated artery followed by uncomplicated placement of a 14mm enterprise vrd in the right anterior cerebral artery (aca) and a 14mm vrd in the left aca followed by successful coiling of the intended target aneurysm of the anterior communicating artery (acom). The patient initially had left superior limb deficit which regressed with the patient being asymptomatic at discharge five days post procedure and at one month follow-up without further adverse events. The patient was admitted with a non ruptured denovo saccular aneurysm of the acom with a sac height 4 mm, sac width 5.9 and neck 2.7mm. Baseline modified rankin scale (mrs) was 0. The intent was to implant a 22mm enterprise stent ((B)(4)) with the proximal part in the a1 segment of the right anterior cerebral artery and the distal part of the stent in the a2 segment of the same right anterior cerebral artery. The prowler select plus 150/5 cm 45 shape microcatheter (mc) lot 15310025 was placed in the right pericallosal artery to deploy the stent. However, during the advancement of the stent into the mc, it was reported that the wire was pushed too far beyond the marker, leading to the stent to deployment without control. The stent was entirely deployed in the right prefrontal artery, and migrated in the distal part of the prefrontal artery. The distal wire of the stent perforated the artery, resulting in a sah. To stop the sah, it was decided to immediately close the right prefrontal artery with glue (gluban). This procedure was performed successfully; therefore, continuation of the intended aneurysm treatment was able to be performed. Two additional enterprise stents (14mm/lot 10027905 in the left aca and 22mm/lot 10023620 in the right aca) were deployed at the desired site to cover the aneurysm located at a bifurcation. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use, and there were no kinks in the mc that may have contributed to the event. The same mc used with the first enterprise was used with the next enterprise systems, and there were no complaints against the mc or stents placed to cover the aneurysm neck. The mc was placed through the stents with delivery of coils (target) into the aneurysm. No balloon was used. The procedure was stopped because treatment was achieved and the final angiographic result indicated that there was a complete occlusion of the aneurysm. The patient awoke with an mrs of 3 with left superior limb deficit. This deficit was regressive in the following day, and the patient was discharged five days post procedure without symptoms (mrs at the discharge was 0). At one month follow-up the mrs score was 0. The investigator concluded that the event was related to the device and to the procedure. Aspirin and plavix were administered pre, peri, and post procedure and heparin was administered peri-procedurally. One month patient follow-up was performed in (B)(6) 2012, with a mrs of 0. The product remains implanted and will not be returned for evaluation and testing. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Failure to deliver the stent to the intended site/stent migration and perforation/vessel rupture are known potential adverse events that may be associated with the use of the enterprise vrd system as outlined in the instructions for use (IFU). The instructions for use (IFU) outlines that prior to introduction of the enterprise, position the mc at least 1.2 cm distal to the neck of the aneurysm followed by advancement of the enterprise within the mc until it is positioned across the neck of the aneurysm. To deploy the enterprise, the IFU outlines withdrawal of the mc while maintaining the position of the enterprise. It further outlines that the stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband. Based on the report that during placement of the first enterprise vrd the delivery wire was pushed too far beyond the marker leading to the stent to deployment without control and the delivery wire perforated the aneurysm, procedural factors/device handling contributed to the reported event with no indication of any device manufacturing or performance issues. Therefore, no corrective actions will be taken.